Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled ¿what mechanisms are associated with tibial component failure after kinematically-aligned total knee arthroplasty¿ by alexander j. Nedopil, et al. Published in international orthopaedics (sicot) (2017) 41:1561-1569, 11 may 2017, was reviewed. Products used: sigma cr (depuy) the authors state that because a series of patients with tibial component failure after kinematic alignment has not been reported, the study determined whether radiographic measurements and clinical characteristics (e.g. Age, sex, bmi, etc.) Are different between patients with and patients without tibial component failure to identify mechanisms or failure and strategies that might reduce their risk. There were 2,725 patients that had a primary kinematically-aligned tka with a minimum follow-up of two years between january 2006 and january 2015; eight of them were identified as having tibial component failure. Only one patient had a depuy implant (sigma cr). The patient was a (B)(6) female who experienced tibial component failure at 15 months postoperatively secondary to posterior subsidence of the baseplate. She underwent a revision with a long-stem tibial component.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary:no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.